Manufacturer narrative:
The investigation has been started. Further information will be delivered in follow-up report.

Event description:
It was reported that the device unexpectedly rebooted when customer selected the o2 suction button. There was an alarm posted. No injury reported.

Manufacturer narrative:
The service engineer on site found a faulty o2 valve to be the root cause for the described warmstart and replaced it. The provided logfiles were analysed. It was seen that the device performed warmstarts in order to solve a problem within the valve o2. In case of a warmstart an alarm is posted and the device briefly powers off and then back on. During this time the emergency-breathing valve opens in order to allow for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The ventilator reacted on a deviation as specified. The exchange of the valve o2 solved the problem.

Event description:
Please see initial report.